Event description:
The customer reported that the infusion set was leaking at the headset. Upon removing the cannula, the customer noticed that the cannula was bent. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.